Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator for parkinson's dual and movement disorders. It was reported the patient had been hospitalized since (B)(6) 2016 for multiple falls with hematoma on the right side, and was discharged today. The hcp wanted a manufacturer representative (rep) to come and check the patient's implant and wasn't sure if the cause of the patient's fall might have been due to their implant being off. The patient didn't have their patient programmer (pp) to check the therapy status. See MFR report number: 3004209178-2016-08815.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.